Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion area was located in the moderately tortuous and moderately calcified shunt artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During procedure, at first inflation, it was noted that the balloon ruptured at 6 atm for 30 seconds. However, it was further reported that all components were simply and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.